Manufacturer narrative:
Efforts to obtain additional information from accredo specialty pharmacy are ongoing. Any new information, relevant to the reported event, will be provided in a follow-up report. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 15-may-2026 from accredo specialty pharmacy and forwarded to millyard advanced medical products, llc on 16-may-2026. The patient reported that they received alarms instructing them to switch to their backup system, while using both remunitypro pumps. Troubleshooting efforts were unsuccessful and replacement systems were issued to the patient by the specialty pharmacy.